Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
On 01/04/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt received a heparin syringe flush three times daily from (B) (6) of 2007 to (B) (6) of 2008, while receiving antibiotic therapy for an infection from a catfish fin. The pt experienced shortness of breath, unresponsiveness, confusion, hypotension, lack of white blood cell count, generalized weakness, unsteady gait, lack of energy, dizziness, leg cramps, ICU hospitalization, pancytopenia, hyponatremia, syncope, and diarrhea. Event outcomes were not reported and no further info was available.